Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 5 devices were received for evaluation, 3 events were duplicated during testing. Approx 2 events were not duplicated; however, the device was found to be out of specifications. Approx 5 devices were found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.